Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported by the customer that the device would not turn off. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported by the customer that the device would not turn off. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.